Manufacturer narrative:
(B)(4).

Event description:
On 23 march 2018, an email was received from an eye care professional (ecp). The email contained an attached summary data spreadsheet containing the medical information for subjects involved in the study of acanthamoeba keratitis conducted in the UK. The information received from the ecp included only those study subjects who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), (B)(6), initially presented to the hospital on (B)(6) 2013 with severe photophobia, redness and pain os where the pt was diagnosed with acanthamoeba keratitis. The pt reported wearing acuvue® 2 colours® brand contact lenses. The ecp reported there were no extenuating circumstances. The pt was treated with antiamoebics 8 months. The pt was treated with topical steroids after being diagnosed. Va: 6/9 (20/32) os. No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.